Event description:
On 4/19/2022, it was reported by a sales representative via email that a surgeon is experiencing issues with the following guide wires, ar-8770k, ar-8770kt, and ar-8770-02, as the 2.4 guide pins are getting stuck in the 5.0 drill, causing the surgeon to losing pin placement during procedures. The specific lot numbers are not available as the binding issue has occurred on multiple occasions. No additional information provided. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.